Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which provided complete pump reset information and guided the customer through the reset process, resulting in the successful start of the sensor session without further error codes.